Event description:
Related manufacturer reference number: 3006705815-2022-14069 . It was reported patient experienced ineffective therapy. Reprogramming did not resolve the issue. X-ray confirmed lead migration. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.